Event description:
Pt had motor vehicle accident in 2004 and was high risk for dvt from prolonged immobility, had ivc filter placed. In 2005 had procedure to remove broken ivc. Initial pre-procedure cavogram showed one leg of ivc filter broken with missing piece in right lower quad of bowel, apparently migrated outside the vessel. Post-retrieval cavogram normal. Pt has refused to return for further testing.